Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the inform ii base light unit charging contacts appear to be burnt. No adverse event reported. A request was made for the return of the device, replacement sent.